Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on the rv lead during routine generator change out. Electrical function of the lead was tested and observed with no anomalies detected. Lead was capped and replaced on (B)(6) 2016.